Event description:
Five months after implantation of a cypher stent in the proximal left anterior descending coronary artery, pt presented with an in-stent restenosis that was treated by balloon angioplasty. No other stent was implanted.

Manufacturer narrative:
This product is not sold in the united states, but it is similar to a product that is distributed in the united states. Additional information will be submitted within thirty days upon receipt.